Event description:
The surgeon and surgical resident used the stryker pi drill 003 set during the surgery. However, the drill hand piece was getting warm according to the surgeon. The drill hand piece was immediately removed from the sterile field. Ref number gtin (B)(4). The spd (sterile processing department) was notified that it was getting warm while they were using it.